Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and further exhibited high pacing threshold. The physician was able to successfully reposition the lead. This ra lead remains in service. No additional adverse patient effects were reported.